Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side rupture and exchange from textured to smooth. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and exchange from textured to smooth. Device remains implanted.